Event description:
Event description guidant received information that dft testing three days post implanted indicated that this reliance lead had dislodged. Lead could not be successfully repositioned and was removed from service. The physician attempted to replace the lead with a transvenous defibrillation lead. However, he experienced difficulties extending and retracting the helix after several repositioning attempts. Eventually, another guidant lead was successfully implanted without further issues.